Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the stylus was out of line with the arrow, would intermittently not function when the cable was moved. As a result, the stylus was replaced and calibrated.

Event description:
It was reported there was "miscalibration" of the touch pen, with "no possibility to gauge," because the option could not be selected on the screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2290 pacing system analyzer, 2067 programmer rf (radio-frequency) head. (B)(4).